Event description:
It was reported that the patient had phrenic nerve stimulation. The device was reprogrammed and the lead remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.concomitant products: 6935 implantable tachy lead (B)(6) 2010; d224trk implantable cardioverter defibrillator (B)(6) 2010. (B)(4).